Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead had dislodged and fell into the right ventricle. It was also reported that the right ventricular (rv) lead exhibited diminished r-waves. The leads were revised and remain in use. No patient complications have been reported as a result of this event.